Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 26 days. The event occurred at (B)(6). A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). During a manufacturer's routine inquiry for patient status updates, an outcome was received which indicated that on (B)(6) 2014, the patient expired due to a massive stroke; the cause for the stroke, however, was not specified. No further information was provided.